Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-10544. It was reported that the patient was experiencing a shocking sensation. X-rays revealed the patients leads had migrated. Surgical intervention took place on (B)(6) 2019 to re-position the patient's leads to the c1 vertebral level. Surgery addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-10544.